Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the right atrial (ra) lead channel which led to inappropriate mode switching. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.